Event description:
It was reported that the pace/sense portion of the lead showed a malfunction via review of the stored iegms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.